Event description:
The patrol pump was set to run at 64cc/hr with 480cc of kindercal formula to infuse over a 5.5 hour period. At 2110, all of the feeding had infused. The 2100 hourly reading of pump indicated that only 39cc had infused from 2000-2100. The child was found apneic and cyanotic and requried bag/mask ventilation and chest compressions and was transferred to the pediatric intensive care unit. Chest x-ray showed findings consistent with aspiration. The child received antibiotic therapy to treat aspiration pneumonia and was discharged from the hosp in 12/2000.